Event description:
It was clarified that the patient's device was replaced on (B)(6) 2009 and then explanted on (B)(6) 2009 due to an infection. It was also noted that the patient's leads were also later infected and were explanted (B)(6) 2009. The patient did not have a vns system reimplanted. A review of the device history records indicated that the patient's implanted leads were also sterilized and had passed all quality inspections prior to distribution. No additional or relevant information was received to date.

Event description:
It was reported that a patient had his vns generator explanted due to infection in 2009. The physician stated the reason for the infection was unknown, though patient manipulation was a suspected possible cause. The nurse at the neurologist's office stated that the explant date was (B)(6) 2009, however, there is evidence that the patient had a battery replacement due to battery depletion, and was implanted with a m102 on (B)(6) 2009 with no indication of infection at that time. The only available data from this device's programming history was found on this date of implant and noted diagnostics were all within normal limits. Based on the information available to date, it appears most likely that the infection and corresponding explant occurred shortly after this implantation on (B)(6) 2009. A review of the device history records indicated that the device implanted on (B)(6) 2009 was sterilized and passed all quality inspections prior to distribution. No additional or relevant information was received to date.